Manufacturer narrative:
Device evaluation post market vigilance led an evaluation of one device. Visual inspection of the cartridge noted that the reload was fully fired and the anvil clamping mechanism was deformed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during a laparoscopic sleeve procedure, the device did not fire and the jaws would not stay closed. Another device handle was opened to complete the procedure. No patient injury has been noted.